Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that at a pre-operative device interrogation for a cardioversion, it was noted that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited an acute rise in pacing impedance measurements to greater than 2500 ohms, thus the cardioversion was not performed. Over a month later a revision procedure was performed where the lv lead was explanted and a new lead successfully implanted. A fluoroscopy image of the lv lead was taken during the procedure but did not yield any significant findings. No additional adverse patient effects were reported.